Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse observed a buildup of clenz on the tube ram and proceeded to clean the tube ram to resolve the "tube not retracted" error which was unrelated to the leak. The fse could not replicate the leak reported by the customer; however, the fse also observed a buildup of blood on the probe rinse block. A buildup of blood on the rinse block is not abnormal and could possibly lead to irregular motion of the bsv (blood sampling valve) if not properly maintained; the outside of the bsv should be cleaned following procedures in the instrument's operator's guide. Results: failure mode of the "tube not retracted" error is attributed to a buildup of clenz at the tube ram. The fse could not duplicate the leak which was reported by the customer. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that the sample tube would not retract after being pierced in the primary mode on the coulter hmx hematology analyzer with autoloader. The customer indicated that the instrument generated "tube not retracted" error messages during the event. The customer also reported noticing a leak of less than 1 ml from the probe rinse block while running patient samples in the secondary mode. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, and a laboratory coat during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The instrument will halt once the "tube not retracted" error message was generated and no further specimen will be sampled from the cassette in the primary mode.